Event description:
Procedure: lap gastric bypass. Reportedly, the device would not lock into place and a small pin came out and stuck to the balloon. All of the pieces were recovered and a second device was used to finish the case.